Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump was cracked near the battery compartment. The blood glucose reading was 45 mg/dl. She stated that the damage occurred while changing the battery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time